Event description:
Reporter stated that medical attention was sought on (B)(6) 2019 around 7:30pm at the end-user's home. Reporter stated that the end-user tested his blood glucose and received a result of 160mg/dl. Shortly after that the end-user was found unconscious. The reporter stated that she then took him to the hospital. Upon arriving at the hospital, the end-users blood glucose was 590mg/dl. The end-user was admitted for 10 hours and was treated with novolog. He was given fluids and medication due to him being nauseous. After seeking medical treatment his prescription of novolog was increased to 45units daily. The reporter stated that the end-users blood glucose was 242mg/dl. He was treated at (B)(6). No additional details were provided.